Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock to the patient. Review of this patient¿s entire s-ICD history noted multiple untreated episodes post-implant in which the morphology appears to be related to potential air entrapment. The patient also had a history of low r-waves, oversensing of noise, and t-wave oversensing. Some of these episodes resulted in inappropriate shocks being delivered. One episode of inappropriate therapy resulted in the patient experiencing ventricular fibrillation which was properly treated by the s-ICD. The s-ICD remains in service and there were no adverse patient effects reported.